Event description:
Boston scientific received information that this system was exhibiting crosstalk oversensing on the right ventricular (rv) channel. The p wave was sensed on the ventricular channel and was labelled as premature ventricular contraction (pvc) and then, sensed on atrial channel and labelled as atrial sensing (as). Additionally, the qrs complex was sensed and labeled as ventricular fibrillation (vf). The rv sensitivity was programmed to 1.5mv, but some cycles still showed crosstalk. Boston scientific technical services (ts) suggested rv lead revision to find a better position that doesn¿t pick up the p waves as it may lead to inappropriate therapy at higher rates and could cause pacing inhibition. Subsequent information was received stating the patient had received three inappropriate shocks. Noise was not reproducible, but there was crosstalk/far-field sensing of atrial pacing on the rv channel which was contributing to erroneous detections. Crosstalk was evident when the patient was atrial pacing (ap) in ddd configuration and also on as when in vvi configuration. The cause of the clinical observations was not determined at that time and system remained implanted. Most recently, a replacement procedure was performed and this device was removed from service and replaced. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated when additional information is received.